Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a clone inventory tool was used to copy the inventory of one device to another. It caused the delay. The technical service engineer released the hotfix using the knowledge article that resolved the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a delay in the etl(extract - transform - load) process. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.